Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred. The customer acknowledged and understood the instructions.